Manufacturer narrative:
Device has been received but evaluation has not been completed.

Event description:
The event involved a plum 360 infusion pump. The customer reported that the accuracy test failed during preventive maintenance. The issue is not related to physical damage. There was no patient involved, no harm and no delay in therapy.

Manufacturer narrative:
The customer¿s complaint that the device failed the volume accuracy test could not be confirmed. Device passed self-test and volume accuracy test with total volume infused being 20.61 ml. Test result is within tolerance according to the technical service manual. Probable cause for customer¿s complaint was not found.